Manufacturer narrative:
D11 - intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint of ¿instrument burnt at tip.¿ the fenestrated bipolar forceps instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibited localized melting damage at the base of one of the grip tips. The electrical continuity was performed and passed. No damage to the conductor wire was observed. The root cause of this failure is attributed to user mishandling/misuse. Further evaluation found the instrument had various scratch marks with light material removed on the main tube. The scratch marks were 0.102¿ ¿ 0.138¿ in length and were not aligned with the tube axis. The root cause of the scratch mark/abrasions instrument main tube is typically attributed to the user mishandling/misuse. It was noted the instrument had 1 use remaining. An instrument log review was conducted, which resulted in the following findings: the logs showed the customer last used the fenestrated bipolar forceps (fbf) instrument on 19-jul-2021 during a radical prostatectomy without lymphadenectomy procedure with system sl0108. The instrument had 1 use remaining. This last usage of the device was before the reported event date, indicating that the device did not pass recognition or the issue was identified before installation on the reported event date. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned, but the instrument has not yet been received the for evaluation. Therefore, the root cause of the customer reported failure mode has not be determined. A follow up MDR will be submitted if additional information is received. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. A system log review could not performed since there was insufficient or unconfirmed product/event information. No image or video was provided for review. Based on the information provided, this event is being reported due to the following conclusion: it was reported that during central processing, the fenestrated bipolar forceps instrument was found to be burnt at the tip. Although the burnt tip was found in central processing, it is unknown if the burnt tip occurred during a procedure. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. Initial reporter also sent report to FDA?: is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields PMA/510(k) (2020 reports) number and adverse event are not applicable.

Event description:
It was reported that during central processing, the customer observed the fenestrated bipolar forceps instrument was burnt at the tip. There was no reported patient injury or harm. Intuitive surgical, inc. (Isi) followed up with the robotic coordinator and obtained the following additional information on 10-sept-2021. The robotic coordinator reported that the reason why there was no additional information provided for the instrument was because it was found damaged upon inspection during processing. It was stated that the instrument was reprocessed and before being sent back into circulation, the instrument was inspected under a microscope and the reported issue was found. The robotic coordinator had no additional information to provide. There was no patient involvement at the time that the issue was identified.